Manufacturer narrative:
Correction to b3, b3 was inadvertently left blank on the initial report. This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation and the legal manufacturer's final investigation. Despite multiple good faith attempts additional information regarding the users reprocessing practices was not received olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023. Sampling from: all channels. Cfu: <1cfu. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: - bending section rubber glue --- separated. - connecting tube --- snakiness. - plate / label --- peel off. - specified angle and orientation achieved 140/150/140/135. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that after two treatments with enziqure and reprocessing, the evis exera iii colonovideoscope tested positive for 200 colony forming units (cfus). The user did not report any contamination or any other serious deterioration in the state of health of any person to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The customer has not provided the cleaning, disinfection, and sterilization process as of yet. They do not use olympus washers but instead use steelco washers and dryers. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.